Event description:
The customer contact reported that two prongs on the ac power adapter were bent. It was reporter prior to patient use, the nurse noted the prongs were bent and the device was sent to the biomedical engineering department. During testing at the user facility, it was noted that two prongs on the ac power adapter were bent. There were no reported adverse pt events and no reported delays in critical therapy while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).